Event description:
A nurse reported an undetermined number of occurrences where air had been observed inside the tubing during surgery. Per the reporter, the need to remove this air from the eye during surgery made the procedures more difficult and longer. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 3 complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's report of air in the tubing could not be replicated. A root cause for the customer's report could not be determined with the information known to date. A sample was not returned for investigation. Due to the increased frequency in complaints of a similar nature, an action has been opened to determine a root cause and implement appropriate corrective action. (B)(4).